Event description:
The customer reported that the service wrench was illuminated on their device. After an evaluation of the device, it was observed that the internal hlc batteries were depleted to the point where defibrillation therapy delivery may not be available. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be a failure of an integrated circuit chip, designator u8 from the digital pcb assembly. The customer received a replacement device.